Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and calibrated the o2 sensor. The ventilator passed all testing.

Event description:
The customer reported the 840 ventilator failed oxygen (o2) sensor calibration. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer inspected the ventilator and reported that the oxygen sensor was calibrated to address the issue. The o2 sensor was calibrated as part of the preventive maintenance program of the device. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the 840 ventilator failed oxygen (o2) sensor calibration. There was no patient involvement. This event is not a report of alleged deficiency. This event is related to a request for a preventive maintenance. There is no allegation of ventilator malfunction. There was no patient involvement. The o2 sensor was calibrated as part of the preventive maintenance program of the device. The device was placed back into service.